Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 7 and 8 were not opening. A field service engineer (fse) opened the back panel and found power going to module board, but no orange communication lights were displaying. The fse removed and replaced module board and rebooted the station to resolve the issue. The fse also had the medbank support to log in and reconfigure drawers with good results and the customer tested inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer attempted to issue gabapentin cap 100 mg, but the drawer did not open. Upon checking the setup zones, it was found that drawer 07 and drawer 08 were highlighted in yellow. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.